Event description:
When donning on gloves, the gloves would not open without tearing. No harm to staff or patient.

Event description:
When donning on gloves, the gloves would not open without tearing. No harm to staff or patient.